Event description:
The customer reported reagent pack monitoring has detected a reagent dispense failure error messages involving the unicel® dxi 800 access® immunoassay system. The system error was exclusive to pipettor #2. Pipettor #2 was primed, pressure sensor calibrated, and primed again as part of troubleshooting. The instrument continued operation without error for several hours. The customer then performed controls and noted many control failures and additional reagent dispense failures on pipettor #2. The customer confirmed there were 10 erroneous patient results prior to control analysis. The customer stated the original results were not released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Upon investigation, a fluid leak was observed within the instrument; the fluid was contained within the instrument. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer retested all patient samples with results generated from pipettor #2, relaying back to the first system hardware error. The controls were within range prior to the error and out of range following the hardware errors. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed reagent pipette #2 was leaking above the reagent nest when the pipette was in forward position and fluid leaked from reagent pipette #2 tubing. The fse replaced the tubing and fitting to resolve the fluid leak issue. The fse completed passing system checks, carryover, and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. Tube fitting